Event description:
A simplygo japan device was returned to a third-party service center with allegations that the device could not be powered by a battery. There was no report of harm. During the evaluation of the device, the service technician observed a part of the main board was burnt. The main board and sieve canister was replaced. The device was checked, and it was confirmed that the unit operated properly.